Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris gravity set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that writer spiked mini bag with a secondary line when spike broke off of chamber. Spike was left in mini bag and line became detached. This happened while hanging famotidine for patient. Patient's treatment was slightly delayed due to needing to remix famotidine but otherwise patient was not directly involved.